Manufacturer narrative:
(B)(4). Date sent to FDA: 06/23/2016. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent isr surgery of the colon on (B)(6) 2015 and an absorbable adhesion barrier was used under the small omentum incision. The patient developed a urinary tract infection on (B)(6) 2015 and was treated with a course of antibiotics. The patient recovered on (B)(6) 2015 and left the hospital on (B)(6) 2015. Additional information has been requested.

Manufacturer narrative:
Additional information was requested and the following was obtained: the patient demographic info: age, gender, weight, bmi at the time of index procedure age: (B)(6) y/o, gender: male, weight: (B)(6), and bmi: (B)(6). Did the patient experience any other adverse consequences due to the interceed? Nothing. Other relevant patient history/concomitant medications: rectal cancer stage ii status post isr surgery of the colon. Additionally, he was treated with oral agent because of hypertension and he had copd. What is physician¿s opinion as to the etiology of or contributing factors to this event? No information. What is the patient¿s current status? Recovered and discharged on (B)(6) 2015. Relationship of urinary tract infection to the interceed? No relationship of uti to the interceed per report.